Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. On april 7, 2010, the sr medical surveillance specialist spoke with the patient to obtain and verify information. On (B) (6) 2010 at 11:17 am, the patient obtained the blood glucose reading of 547 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values of 57 mg/dl to 80 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels, and was at work outside. Earlier that morning, the patient had taken his usual meals and medications. Based on the meter reading of 547 mg/dl the patient administered self-treatment by taking 12 units novolog insulin on a sliding scale. At an unknown time afterwards, the patient passed out. The smss confirmed the patient did experience the symptom of passing out, contrary to the report of 'no symptoms' as originally documented. Co-workers contacted emergency services. At 2:30 pm, paramedics arrived and tested the patient's blood glucose level; result is unknown. The patient was revived and treated intravenously with dextrose. The patient refused to be transported to the emergency room. Subsequent meter readings that afternoon were 80 mg/dl and 212 mg/dl. The patient takes novolog insulin on a sliding scale and lantus insulin fifteen units per day. The meter, test strips and control solution were replaced. The patient suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received emergency medical attention and treatment with dextrose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.